Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor. Customer further reported he/she experienced a loss of consciousness and was attended to by paramedics who treated him/her with an glucose via injection. No further information was provided as the call was interrupted and additional attempts to contact the customer were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor. Customer further reported he/she experienced a loss of consciousness and was attended to by paramedics who treated him/her with an glucose via injection. No further information was provided as the call was interrupted and additional attempts to contact the customer were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data has been successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Observed sensor plug was properly seated in mount. Removed the sensor plug assembly and performed visual inspection. No issues observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor. Customer further reported he/she experienced a loss of consciousness and was attended to by paramedics who treated him/her with an glucose via injection. No further information was provided as the call was interrupted and additional attempts to contact the customer were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data has been successfully extracted using approved software. The sensor was found to be in state 5 (normal termination).observed sensor plug was properly seated in mount. Removed the sensor plug assembly and performed visual inspection. No issues observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. (Type of report and follow up no.) Were incorrectly documented in the correction (B)(4). Please note that (B)(4) is an MDR follow #1 report.

Event description:
Customer reported receiving a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor. Customer further reported he/she experienced a loss of consciousness and was attended to by paramedics who treated him/her with an glucose via injection. No further information was provided as the call was interrupted and additional attempts to contact the customer were unsuccessful. There was no report of death or permanent impairment associated with this event.